Event description:
It was reported that the pump fails accuracy by +7.18%. The reporter stated this issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump fails accuracy by +7.18%. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The probable root cause was unknown.